Manufacturer narrative:
The leica fss documented that the tissue samples exhibiting sub-optimal processing were derived from the "fatty" protocols executed between (B)(6) 2020 and (B)(6) 2020. Manufacturer evaluation of the instrument logs provided, which cover the period (B)(6) 2020 to (B)(6) 2020 found that: - the "fatty" protocol, which is of 9 hours and 49 minutes duration, has been validated by the laboratory and was last modified on (B)(6) 2020. - 58 processing runs using the "fatty" protocol were started in either retort a or b between (B)(6) 2020 and (B)(6) 2020. Information documented by the leica applications specialist - core histology details that the tissue samples exhibiting sub-optimal processing were derived from the "fatty" protocols executed between (B)(6) 2020 and (B)(6) 2020; and the tissue type and size of the affected samples were "breast" and "large. Approximately or greater than 20mm x 10mm x 5mm". Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed as the manufacturer recommendations indicate that the "fatty" protocol with a duration of approximately 10 hours is not appropriate for processing "breast" samples with tissue size of "large. Approximately or greater than 20mm x 10mm x 5mm."

Event description:
A leica applications specialist - core histology (fss) received a complaint during a routine customer care visit that tissue samples, which had been processed using histocore peloris 3 rapid tissue processor serial number (B)(4), were "slimy and raw" in the center. The fss documented the following information reported by the complainant: "some tissue was coming off the 'fatty' run underprocessed. Customer reported all cases as being diagnosable, some with difficulty. When asked how long and frequently this had been occurring they stated that it was a few cassettes twice a week since the install back in march. It was also noted to be on both peloris 3 and not unique to one instrument upon ethanol concentration check all appeared to be within normal ranges. The likely cause appears to be size of the tissue is likely too large for the protocol used." On (B)(6) 2020, the fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured and calculated ethanol concentration was within the acceptable limit of 5% in all bottles. On (B)(6) 2020, the fss returned to the customer site and documented the following observations in relation to the event: "the protocol appears too short for the size and tissue type to properly infiltrate and process the tissue. It was initially recommended that the customer attempt a 12 hr factory protocol, yet customer insisted that would not work for ther [sic] workflow. Ultimately the customer has been recommended an alternative~10hr protocol to assist with complete processing and better infiltration. Customer was advised to test the new protocol with test tissue and validate before using with patient samples." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "fatty" protocols executed between (B)(6) 2020 and (B)(6) 2020; and the tissue type and size of the affected samples were "breast" and "large. Approximately or greater than 20mm x 10mm x 5mm".